Event description:
Site reported an instrument failure which may have affected pt care. The instrument experienced a rotary valve error which aborted the run with pt tissue. The instrument was repaired on-site and a diagnostic performed.